Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that following intraocular lens (iol) implant procedure, iol was off axis about 15 degrees. Patient had poor visual acuity and unexpected myopic error. They want to upgrade to company toric iol. Additional information has been requested.